Manufacturer narrative:
See MDR 1920664-2008-00261 for the delivery device used with this intraocular lens.

Event description:
The haptic bent in the delivery device during the insertion of the lens into the pt's eye. The lens was removed and replaced.